Event description:
It was reported that patient underwent a heart transplant on (B)(6) 2022. The patient was admitted on (B)(6) 2022 with pseudomonas bacteremia treated with IV (intravenous) antibiotics then got listed for transplant as status 2e due to infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: bacteremia. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device operated as expected.